Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and shock, due to fast variable conduction, from the atrial fibrillation (af) rhythm that the patient was experiencing. This led to therapy exhaustion, of the implantable cardioverter defibrillator (ICD). The ICD was at first appropriately identifying the rhythm as atrial. However, the algorithm timed out. Programming optimization was discussed. The ICD was later removed for a therapy upgrade. No adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Event description:
This product has been returned and device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.